Event description:
It was reported that the patient was not getting adequate pain relief and therefore underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-132. Sn: (B)(6). The returned ipg was analyzed and passed all tests performed.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief and therefore underwent an ipg replacement procedure. The patient was doing well postoperatively.